Event description:
It was reported a revision surgery was performed due to infection. The insert was replaced during the procedure.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.